Manufacturer narrative:
Device lot# could not be provided as the device was discarded and the # was not recorded. Device expiration date is determined by the lot# and therefore unavailable. Device manufactured date is determined by the lot# and therefore unavailable. Device remains within patient. Therefore, no device evaluation will be performed. Instructions for use for this device state: warning: excessive applied traction forces may impact the lld¿s ability to disengage from a lead.

Event description:
A philips representative reported that during a lead management procedure to remove a non-functional right ventricular implantable cardioverter defibrillator (ICD) lead a spectranetics lead locking device #2 (lld) 518-022 was utilized. Throughout the procedure the blood pressure dropped and recovered several times. The physician would relax his traction and the blood pressure would recover. It appeared the pressure drop was due to the inversion of the right ventricle (rv) while applying tension on the lead with the lld. The patient's blood pressure dropped again, but did not recover and rescue interventions were required (see MDR 1721279-2019-00060 which covers the device in use during this part of the procedure as well as patient injury). The lead locking device was cut and capped within the lead. This MDR is being submitted to capture the lld cut and cap within the patient.